Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that insulin drips were not observed to be exiting the pump despite multiple supply changes. Customer's blood glucose was 333-334 mg/dl. Reportedly customer was hospitalized but no further information was provided. Customer reverted to an alternate form of insulin therapy.